Event description:
It was reported that the patient experienced a product quality issue in which medication escaped from the left side of the chamber during use despite following the instructions for use. No visible cracks or damage were observed. There was patient involvement; however, no patient harm was reported.

Manufacturer narrative:
B3 ¿ the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.